Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 318 mg/dl after announcing a larger-than-usual meal, consuming additional carbohydrates including grapefruit juice, and subsequently performing a second false meal announcement to obtain insulin without eating; the user also noted a slightly damp infusion site and was advised to replace the infusion set and cartridge. Symptoms included no reported clinical effects associated with the elevated glucose. Outcomes included no medical intervention beyond self-management and no hospitalization. Investigation included troubleshooting and user education regarding appropriate use of meal announcements, infusion site assessment, and device supplies replacement. Investigation of this case revealed user error related to using meal announcements as a correction method, with a potentially compromised infusion site reported as damp, while the pump reported no alerts or alarms and the device components were not confirmed to have malfunctioned. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with contributing factors including user technique and possible infusion site issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.